Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the report of the touch screen monitor is delayed was confirmed during fse testing, however, the inspection process conducted in the dchu investigation laboratory showed proper functionality. According to work order (B)(4), the fse replaced the all in one unit and followed the knowledge article to clear the error, successfully resolving the issue. After the repair, the system operated as intended. The assy panel aio 05c win10 (p/n 139625 01) was received for dchu inspection and confirmed to be in good condition with no anomalies. During dchu testing the returned assy panel aio 05c win10 was installed in a known good medstation system and the aio passed all hardware tests. The unit booted correctly, the touchscreen, ethernet connection, speakers, and usb ports all functioned properly, and no failures were detected. A final reboot confirmed no anomalies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: not determined, a complete inspection and functional testing were performed, no faults or irregularities were observed during the evaluation process.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es touch screen monitor response was delayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that no faults or irregularities were observed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen monitor response delayed. A field service engineer (fse) replaced all in one and followed knowledge article to clear the error and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es touch screen monitor response was delayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.